Event description:
The device was returned to the svc ctr with a report that the device failed to operate on battery power. This is not a reportable malfunction. However, during verification testing at the svc ctr, channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. This error code occurs when the battery cannot be fully charged within 8 hrs.

Manufacturer narrative:
During testing, channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.